Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a defective pumphead module (phm). To correct the condition, the pumphead module (phm) was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 703:00. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.06.00. No additional information is available.